Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was repositioned. It was also reported that the patient fell in the parking lot not long after implant. Additional information received indicated that dislodgement was confirmed through x-ray. Further, the device was functioning appropriately prior to fall. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.